Event description:
Reportable based on device analysis completed on 17mar2021. It was reported that the filter could not be deployed. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right common carotid artery. A 190cm filterwire was selected for use. During the procedure, the device was advanced inside a mach 7fr mp guide catheter, the lesion was crossed and the filter was placed for deployment. The physician tried to release the filter but the device could not be deploy. After trying for several occasions, it was then decided to withdraw the device. Upon checking outside the patient, the filter could be deployed but with a lot of effort. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed broken spring tip. It was further reported that there was no visual damage to the filterwire and the spring tip was still intact when it was removed from the patient. The spring tip was manually stretched after it was removed from the patient and the physician released the filter from the spring tip.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The wire was returned inside the delivery sheath and the filter bag came back deployed. The sheath is stretched at distal section. Moreover, the spring tip is damaged (stretched and broken). Sheathing/unsheathing test cannot be performed since the wire was exposed through the sheath slit. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. The wire was returned inside the delivery sheath and the filter bag came back deployed. The sheath is stretched at distal section. Moreover, the spring tip is damaged (stretched and broken). Sheathing/unsheathing test cannot be performed since the wire was exposed through the sheath slit. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17mar2021. It was reported that the filter could not be deployed. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right common carotid artery. A 190cm filterwire was selected for use. During the procedure, the device was advanced inside a mach 7fr mp guide catheter, the lesion was crossed and the filter was placed for deployment. The physician tried to release the filter but the device could not be deploy. After trying for several occasions, it was then decided to withdraw the device. Upon checking outside the patient, the filter could be deployed but with a lot of effort. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed broken spring tip.